Event description:
In 2007, a clinical incident involving a arthrocare arthrowand was reported to arthrocare corporation. During a subacromial decompression, and bursectomy procedure of the right shoulder, the screen from the tip of the turbovac wand was reported to have detached and remained in the soft tissue of the pt's right shoulder. A second procedure (date unknown) was performed to remove the fragment. No pt injury was reported and the pt is reported to be doing well.

Manufacturer narrative:
The device was not returned for evaluation. No conclusion can be made.